Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a ¿high¿ blood glucose (bg) level (specific bg value was not provided) and high ketones; cause was unknown. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.